Manufacturer narrative:
The insulin pump was received with glue applied by the customer on the drive support disk. Unable to verify the protruded drive support disk due to the glue applied by the customer.

Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 277 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.